Manufacturer narrative:
The reported events were unable to implant and soft tip at the end of the lead was damaged. The reported event of soft tip at the end of the lead was damaged was confirmed. As received, a partial lead was returned in one piece. Visual examination found the soft tip cut off and was not returned. The cause of soft tip damage was due to procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular - rv lead, it was noted that the rv lead could not be fixated and after multiple attempts was found to be damaged. The rv lead was not used and was replaced. The patient experienced no consequences.